Manufacturer narrative:
This device was not returned to mmdg for evaluation. A DHR was unable to be completed because no lot number was provided. Because the device was not returned to mmdg, no investigation could be completed. This report will be updated if the device is returned.

Event description:
The initial reporter stated that the tubing "broke after the patient pulled on the administration set". Mmdg did follow up with the initial reporter, who stated that no adverse effect to the patient had been reported. (B)(4).

Manufacturer narrative:
This device was returned to mmdg for evaluation. A DHR was completed and found no non-conformances during the original build. When the device was investigated, it was found that the there were no problems with the device build. The tubing appears to have separated due to excessive force being exerted by the user.

Event description:
The initial reporter stated that the tubing "broke after the patient pulled on the administration set". Mmdg did follow up with the initial reporter, who stated that no adverse effect to the patient had been reported. Complaint-(B)(4).